Event description:
Dr. Called and a (B)(6) pt swallowed a bur. They immediately sent her to the hospital for x-rays. I issued a call tag to get handpiece. Made dr aware that we have never received that drill for service and the original purchase date was over 6 years. He said that he gets his handpieces repaired by a local place called "(B)(4)." I explained that we do not provide factory parts to them and that there is a good chance that it's the original chuck. Suggested he look at this records and find out the last time "they" saw the handpiece in case the parents come after the dr. He has not heard back from the parents. Issued call tag.

Manufacturer narrative:
Visual evals of returned device indicated incompatible parts were installed by someone other than MFR. Review of customer records confirmed that no replacement parts or device servicing was provided by MFR. Bur retention was measured to be below iso standard minimums. (B)(4). Both are below iso (B)(4) minimums ((B)(4)). User did not identify the end of useful life of the chuck (bur holding) components. Lares handpiece instructions for use do state to check bur security each time a bur is installed in the instrument before use.